Event description:
It was reported that during a remote follow up, right ventricular noise resulting in oversensing and pacing inhibition was noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.